Event description:
The customer reported to olympus that the evis exera iii xenon light source showed communication error code b30. The event was observed during preparation for use. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed as it could not be duplicated. Additionally, it was observed that a non-olympus lamp was found w/ 200+ hours as the light output measured out of specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.